Event description:
The customer reported that the power button on the workstation would not stay on. As soon as the customer removed his finger from the switch, the button would not hold. This did not occur during any procedure and there was no patient involvement.

Manufacturer narrative:
The switch will be replaced by the customer's biomed.